Event description:
Customer reports back to back comparison of meter to lab while using the compact system with results of 264 mg/dl on the meter and 114 mg/dl at the lab. Controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.